Event description:
Surgeon reported having a recent cases of post-op migration of a concord bullet vbr cage. Sales rep reported that the surgeon has not supplied him with details about this case. Surgeon is monitoring the patient and does not plan to take action at this time. As this could result in the need for surgical intervention an MDR is being filed to document this event.

Manufacturer narrative:
No conclusions can be made at this time. The process of insertion is technique sensitive.